Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been getting a motor error alarm on the insulin pump for the last 2-3 months. Customer stated that they have been having some highs and lows as a result. Customer's blood glucose was 218 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer was exposed to a high magnetic field at the airport but did not report a motor position encoder error alarm. Customer had either a motor position encoder error alarm or more than 1 motor error alarm within the last 30 days in the alarm history. Customer mentioned that he saw insulin squirting out at times when he primed the pump. Customer has never seen a compromised force sensor system alarm on the pump and declined any further troubleshooting for his low/high blood glucose. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test. The motor error alarm noted during basic occlusion test and prime alarm during prime test due to faulty force sensor. The motor was tested outside the insulin pump and passed. We were unable to complete testing due to prime alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.